Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up correctly to a specific station. A technical support specialist (tss) confirmed the patient was not sent by active directory (adt), so the data was resent. The patient was at the device, and the case was ready to be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was not showing up correctly. The customer stated that this malfunction occurred while dispensing the medication and patient was not showing up in station due to incorrect assignment. There were no adverse events or injuries reported based on this event.